Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was unable to be interrogated at a device check. A change out procedure was scheduled for the next day, and prior to the procedure, the device was interrogated and showed one year of longevity remaining. Device data was sent to boston scientific technical services (ts) for review. Analysis of the device data showed the device had closer to six months or less of longevity remaining at the current device settings. The pacemaker remains in service. No adverse patient effects were reported.

Event description:
Additional information was received indicating the programmer wand was not plugged in at the initial unsuccessful interrogation. A change out procedure is not yet scheduled at this time due to the remaining longevity. No adverse patient effects were reported.

Manufacturer narrative:
.

Event description:
.